Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was showing a critical override icon that was appearing and disappearing every 4 to 5 minutes because station settings on server show auto critical override set for 1 min. A technical support specialist assisted the customer to change the override settings to resolve the issue. A field service engineer confirmed that the customer was able to sync the device, removed the critical override, confirmed with the information technology team and verified that the server, internet ports were working properly. The system functioned as intended after the customer resolved the issue. Additional information: customer was advised that the station settings on server show auto critical override set for 1 min. This is most likely why the station keeps going in and out of it. Follow-up with the customer indicated spoke with the user and they confirmed that after changing the override setting, the station is no longer in override

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station went in and out of critical override every few minutes. The customer reported that they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.